Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer's blood glucose ran high. She also reported issues with the infusion set tape not sticking and that the infusion set cannula was bent. The blood glucose reading was 508 mg/dl. The caller did report issues with scarred/hardened tissues and was advised on insertion to avoid bent cannulas. She declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.